Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implantation of a crt-p, the atrial lead dislodged after it had been tested and sewed down. The physician attempted to reposition the atrial lead multiple times and it would not stay in the same place. The lead was not used and replaced. It was confirmed that there was tissue/epithelial cells stuck in the helix. The patient was stable.

Event description:
New information states that the issue was found after the incision was closed and the patient was moved out of the procedure room.